Event description:
It was reported that the stryker navigation system and spinemap3d software were used to perform a spinal fusion procedure where the surgeon fused levels l3-l4-l5, when he believed he was fusing l2-l3-l4. A preoperative CT scan and an intraoperative 3d c-arm image were selected to navigate the procedure. An attempt to manually overlay the images was made prior to merging the images. After a second intraoperative image was taken during surgery, the problem was identified, and the surgeon proceeded to fuse l2 as intended. The procedure was completed successfully with no other adverse consequences reported.

Manufacturer narrative:
Based on the investigation results, an inaccuracy due to a wrong correlation is plausible but could not confirmed as the log files were not available for evaluation. The reported information that the system led the surgeon to believe l4 was l5 could be caused only by an incorrect correlation that was overwritten due to new correlations. A visual check of the correlation especially on the spinal processes could identify the wrong matched level. Upon review of the patient files, there were no indications that identified a product malfunction and it was determined that the navigation system had functioned as intended.